Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient did not report symptoms to the rep, the pump was moved to opposite side of abdomen with new pocket and a mesh pouch used to help secure the pump. The catheter wouldn¿t aspirate so catheter replaced as well. The cause was unknown but orient reportedly lost weight though weight of patient unknown. It was unknown as to whether the issue was resolved. The patients weight at the time of the event was also unknown no patient¿s relevant medical history was provided. No further complications were reported

Manufacturer narrative:
This event was also reported under manufacturer report # 3004209178-2017-21578 [information was received from a patient who was receiving an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. The patient stated she was ¿due to be cleared wednesday¿ for surgery to move her pump from the left side to the right, reportedly the pump had been in and out 4 times. Patient stated she fell ill at the beginning of september, and went to the emergency room (ER) on the 29th. While at the ER, the doctor gave the patient ¿50 mikes of fentanyl, 4 milligrams of IV morphine¿ and sent her home immediately, even though she drove herself there. There was no out of box failure reported. No further complications were reported. Information was received from a healthcare professional (hcp) via a company representative. The pump was delivering morphine 4 mg/ml; 3.1839 mg/day via an implantable pump. It was reported that the pump was flipped. The pump had been flipping and the physician was going to move the pump. The physician was going to tunnel the catheter over the abdomen. A pump revision was done (B)(6) 2017. During the revision, they found that the catheter twisted multiple times within the pocket. The physician was not able to aspirate the catheter. The physician attempted to push the medication out of the catheter and give the patient a bolus but he was not able to push anything through the catheter access port (cap). A new catheter was implanted and then the physician was able to aspirate through the cap. The dose was titrated down to approximately1mg/day. The patient did not report symptoms to the rep, the pump was moved to opposite side of abdomen with new pocket and a mesh pouch used to help secure the pump. The catheter wouldn¿t aspirate so catheter replaced as well. The cause was unknown but orient reportedly lost weight though weight of patient unknown. It was unknown as to whether the issue was resolved. The patients weight at the time of the event was also unknown no patient¿s relevant medical history was provided. No further complications were reported]. Any additional information received will be reported under this manufacturer report. Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter analysis of the catheter found that the catheter body had significant twisting that may have affected infusion. As previously reported under manufacturer report # 3004209178-2017-21578, the following codes still apply: patient code: (B)(4) device codes: (B)(4) and (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# h842390103, implanted: (B)(6)2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 4mg/ml; 3.1839mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was approximately (B)(6). It was reported the pump was flipped in (B)(6). The patient had a pocket surgery in (B)(6). No symptoms were reported. No further complications were reported.